Event description:
It was reported that the customer had an unspecified cartridge issue where insulin drops were not seen exiting the tubing during insulin delivery. A cartridge change was performed to address the issue and customer continued to prime the tubing until drops were seen. The customer¿s blood glucose (bg) level ranged from 483 mg/dl to a value displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg.